Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown locking screws with unknown lot numbers. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported patient was treated on an unknown date for distal tibia fracture with 3.5mm anterolateral plate and screw fixation. On a later unknown date, patient reinjured the tibia, and the injury caused several screws or screw shafts to break. Patient was returned to o.r. On (B)(6) 2013, and the surgeon removed and replaced the broken screws. The plate was intact and was left implanted. This report is for unknown locking screws. This is report 2 of 2 for complaint (B)(4).